Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that during the patient's two week post implant device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 200 ohms. (B)(4) technical services (ts) was contacted and discussed that the shocking vector was programmed in triad configuration, however the rv lead was a single coil lead which does not support the triad configuration. When the vector was changed to rv to can the impedance measurement was normal at 73 ohms. The ICD and another manufacturer's rv lead remain in service and no adverse patient effects were reported.